Event description:
Customer later reported 3 additional samples that generated positive results on the alinity m resp-4-plex assay, but negative results on an alternative method. Sample ID (B)(6) positive for flub with a high cn. Sample ID (B)(6) positive for flub with high cn. Sample ID (B)(6) positive for rsv with high cn and positive for sars-cov-2. The sars cov-2 result repeated positive, but the rsv generated a negative result upon repeat. Only the negative results were reported outside the lab. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in italy using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
B5 was updated to state that the customer reported reported 3 additional samples that generated positive results on the alinity m resp-4-plex assay, but negative results on an alternative method. B5 updated to clarity that this incident is being reported to FDA because the incident occurred in italy, not united kingdom. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The 5 discrepant results reported were positive for either the flu a, flu b, or rsv target. The amplification curves of the samples appeared as expected. The curves which led to positive interpretations exhibited a sigmoidal shape. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover was not identified for any of the discrepant results involved in this investigation. Based on the cycle number value, the discrepant results are considered near and/or beyond the assay limit of detection (lod) which means the positive interpretations are not 100% reproducible using the alinity m resp-4- plex assay. Additionally, the sensitivity for the rsv, flu a, and flu b target varies between platforms. If the alinity m resp-4-plex assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample can receive a positive interpretation using the alinity m platform but a negative interpretation using the competitor platform. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 519582. Additionally, customer data review verified that the curves for all samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 2 additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 519582. Both tickets are currently under investigation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 519582 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 2 discrepant results when running the alinity m resp-4-plex assay. The customer states they retested the samples and they were not confirmed with their alternative method (elitech). The molecular application specialist (mas) downloaded files via abbottlink and performed log analysis. The samples in question are sample ID (B)(6): positive for flub with cycle number (cn) 32.13. Based on the log analysis by the mas, the flub curve had low intensity, but is sigmoidal and it met criteria, therefore there is no reason to doubt the result. By its cycle number, it is possible that it cannot be detected by elitech, which has higher limit of detection (lod). The other sample ID (B)(6): was positive for flua with cn 37.71. This curve is a true sigmoidal amplification, but has a high cycle number, making it likely that it also cannot be detected by the higher lod of the elitech assay. Customer reported both results as negative for the corresponding flu targets. Therefore, there was no impact to patient management reported due to this observation. This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.